Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-05488. Reference MFR. Report#: 1627487-2015-05489. The patient had two anchors from the same lot. It was reported the patient was admitted to the hospital on (B)(6) 2015 due to a suspected infection at the anchor site. As a result, the patient's scs system was explanted the following day. The patient was given antibiotics to address the issue.